Event description:
Lead fracture suspected on pace/sense lead due to multiple vf episodes for non-physiological signals. The pace/sense portion of the lead was capped and replaced. Defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.